Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with constant asymptomatic low flow alarms. It was noted that the patient had a history of low flow alarms that were blood pressure (bp) related, but bp was controlled with mean arterial pressures (maps) in the 60s. A computed tomography angiograph (cta) and echocardiogram were scheduled for the afternoon of (B)(6) 2022. Additional information was received that computed tomography angiography (cta)) transcatheter aortic valve repair (tavr) revealed outflow graft thrombus. The patient was started on a heparin drip. Outflow graft stents were done on (B)(6) 2022. Blood pressure medications were adjusted, reducing the frequency of low flow alarms but not resolving them completely.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft thrombus was confirmed via imagining provided by the account. A direct correlation between the heartmate 3 left ventricular assist system and the reported low pump flows and thrombus could not be conclusively established through this evaluation. Low flow alarms were confirmed via the evaluation of the log file data provided by the account; however, a specific cause for the change in pump parameters could not be conclusively determined through this investigation. A direct correlation between the heartmate 3 left ventricular assist system and the reported aortic insufficiency could not be conclusively established through this evaluation. The controller event log file contained data on 14oct2022 spanning from 02:37:11 to 09:21:28, per the timestamp. Throughout the log file the device operated as intended at the stored patient speed. A sustained low flow alarm was captured throughout the entirety of the log file due to the estimated pump flow being calculated to be below the threshold of 2.5 liters per minute (lpm). An abbott technical services representative upgraded the software to version 1.7.0 on the patient¿s system controllers (hs(B)(6)) on (B)(6) 2022. Despite medical management, the patient had been experiencing low flow alarms that were affecting their ability to sleep and perform activities of daily living. Following the software upgrade, the low flow alarm threshold was decreased to 2.0 liters per minute (lpm) and the patient was transitioned into comfort care. The patient remains ongoing on heartmate 3 left ventricular system, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) contains the following information: section 1 lists thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 of this document explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 lists thromboembolism as a late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. Section 7 outlines all system alarms and the recommended actions associated with them. The heartmate 3 left ventricular assist system patient handbook, rev. D, is currently available. Section 5 outlines all system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 left ventricular assist system pocket guide to alarms for clinicians (rev. C) contains information on alarms on controllers with low flow software and the actions that clinicians should take when they occur. The heartmate 3 left ventricular assist system pocket guide to alarms for patients and their caregivers (rev. C) contains information on alarms on controllers with low flow software and the actions that patients and their caregivers should take when they occur. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had a history of aortic insufficiency prior to implant and the conditioned had not worsened. The patient was unable to sleep or perform activities of daily living (adls) without alarms. A low flow threshold adjustment was done on their primary and backup controllers on (B)(6) 2022. The patient was also transitioned to comfort care.